Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The occlusion was found to be a blockage within the cartridge. Caller unsuccessfully tried to change infusion sets and cartridges and was not able to resume insulin therapy. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.